Event description:
It was reported that a burr stuck with wire occurred. A 1.50mm rotapro and rotawire was selected for use. During withdrawal, it was noted that the rota burr got stuck with the rotawire. The device was removed from the body along with the entire rotawire and was resolved outside the body by cutting it. The procedure was completed with a different device. There were no patient complications.